Manufacturer narrative:
Device history ot review; unable to be performed due to lot number being reported as unknown. Sample analysis: we received the actual sample without original packaging. Lot number was not available. The actual sample was received without a patient end connector. The stay safe extension set had only the catheter connector end plus the 12" tubing and the white clamp. The product complaint is confirmed. Corrective action: the supplier has been notified. Fmc reynosa will continue to monitor and trend.

Event description:
An electronic report was received from a rn from a peritoneal dialysis user facility. The rn reported that when her patient went to put on her extension set in the organizer, the blue tip fell off the extension. The rn was contacted for additional information. It was learned that this product had been applied to this patient less than 6 months ago. As a result of this event, the rn had to apply a new extension set to this patient. Also, the patient received one gram of vancomycin intraperitoneally as a prophylactic measure. The sample is available for evaluation. The lot number is unknown. The patient is reportedly fine with no ill effect from this event.